Event description:
The facility reported a flo-gard infusion pump with failure code 3, which occurred in the pediatrics area. It is unknown when this event occurred. During product evaluation, failure code 3 was confirmed to be caused by the door assembly being broken at the upper and lower hinge stops, indicating failure code 3 was a false occlusion alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code 3 was confirmed and duplicated during product evaluation by baxter quality engineering. This condition was caused by the pump's safety clamp gap being out of calibration. The safety clamp gap was calibrated to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.